Event description:
During service at baxter, a technician discovered a colleague infusion pump with the channel b stop key not working on (B)(6) 2010. This event occurred during product evaluation. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version is 5.04.00, categorized as unremediated. There is no further complaint information available.

Manufacturer narrative:
(B)(4). There is a CAPA (corrective and preventive action) investigation associated with this report, (B)(4).

Manufacturer narrative:
(B)(4). The channel b pump head keypad was replaced.

Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.